Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or if any condition could have contributed to the hospitalization or hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400: 17845-5a-aw rev b 09/17: changing your pod: chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient endured elevated blood glucose (bg) levels, after wearing the pod longer than 48 hours on the arm. Patient complained of chest "killing her" and difficulty breathing. It should be noted that, in the past 90 days, patient had experienced elevated bg levels. Subsequently, patient's spouse called an ambulance and patient was transported to the hospital. A diagnosis of chest pains was made and patient's bg exceeded 500 mg/dl. Patient was admitted, however, no specific medical treatment was reported (other than the ordering of a stress test). As treatment for elevated bg, patient self administered manual injections (while at hospital) in order to manage her diabetes. After 2 days, the patient was discharged. While reporting this event, it was discovered that insulin was leaking from the device's fill port, during the activation process. Additionally, the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.